Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Further steps will be decided but no timeframe is known yet.

Event description:
The recipient_s access to sound is reportedly still good and there are no complaints from the family and speech therapist. However, reportedly the recipient_s progress is a bit slower than expected. Re-implantation is considered but no date has been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's access to sound is reportedly still good and there are no complaints from the family and speech therapist.